Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned 6 unused packs of vtb04a1525 from lot number 0000176651. Customer alleged that the vtb042525s were breaking. Using microscope, visually checked the vtb042525. No manufacturing defects or markings noted on files. Measured the files using tm-0061 on nikon 4 according to the specifications from 0170-sp-vtb042525-a.

Event description:
It was reported that a profile vortex blue file broke during use; no injury resulted.